Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not rigid enough and the patient requested revision of the device. A surgical procedure was performed in which the existing device was explanted and replaced. There were no patient complications reported.